Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The patient reported that they had an MRI today at 2:15pm and after the scan, they couldn't get the pump to start up again. Per the patient they checked the pump 4 times, and it still hadn't started back up. The patient was asked if they heard an audible alarm from the pump and the patient stated no but then the patient mentioned that when they first checked it, they went into the bathroom and they thought they heard a beep, but it was just a slight one. The patient was redirected to their healthcare provider to further address the issue.